Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient went to the clinic with device eroded through the skin about the size of a quarter. The pocket was open and exposed and the skin has crusted over. There were no additional adverse patient effects reported. The pacemaker was explanted.